Event description:
Performing a double volume exchange and using the ranger blood warmer. Once infusion began, leaking noted at the connection of the 3m ranger cassette and the clearlink y-type blood filter tubing. The leak occurred at the blue connection port. No delay in care or harm to the patient. Exchange was completed without incident. Products: 1. 3m ranger cassette (#24450) - lot number not available, 2. Baxter clearlink y-type blood/solution set (2c8750s) - lot number not available. Manufacturer response for clearlink y-type blood/solution, clearlink y-type blood/solution (per site reporter), ongoing issue.